Event description:
An administrator reported the system shut down on its own during a cataract with intraocular lens implant procedure. Following a 15 minute delay to exchange the system, the procedure was completed with no harm to the pt.

Manufacturer narrative:
The company representative examined the system and could not duplicate the reported handpiece issue or the report of the system shutting down on its own. The company representative found a system message (sm) "abnormal system shutdown" in the system's event log. The central processing unit (cpu) host was replaced for diagnostic purposes. The system was then tested and met all product specifications. The central processing unit (cpu) host was returned and a visual assessment of the returned sample did not reveal any nonconformity. The cpu battery on the returned central processing unit (cpu) host was inspected and passed. The host was then installed into a calibrated system. The system was powered on and was able to complete the boot up sequence and communicate with all modules without issue. Additional testing was performed and the central processing unit (cpu) host passed all testing. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause could not be determined. (B)(4).